Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed had a arctic sun device that was having flow issues, it ran fine in biomed but the following day the device would not circulate water, it eventually started to flow again but the circulation pump was running at 69 percentage while in bypass, since the circulation pump is weak and the hours on the system are over 5026. Recommending the 2000 hour preventive maintenance.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Complaint re-opened to update UDI information with all available information per gudid. UDI format updated with available product information per gudid. Corrections: d, g, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed had an arctic sun device that was having flow issues, it ran fine in biomed but the following day the device would not circulate water, it eventually started to flow again but the circulation pump was running at 69 percentage while in bypass, since the circulation pump is weak and the hours on the system are over 5026. Recommending the 2000 hour preventive maintenance.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed had a arctic sun device that was having flow issues, it ran fine in biomed but the following day the device would not circulate water, it eventually started to flow again but the circulation pump was running at 69 percentage while in bypass, since the circulation pump is weak and the hours on the system are over 5026. Recommending the 2000 hour preventive maintenance.